Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Device powered up properly after battery installation. No blank display noted. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents due to motor error alarm. Device was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose up to 450 mg/dl since (B)(6) 2015. Customer treated with manual injection. He also reported that the day of the call, he was going to deliver a bolus when he found that the display on the insulin pump went blank. Blood glucose value is unknown. The customer stated he changed the battery but it didn't return. Customer stated that when he presses the esc and act buttons, the screen comes up but then goes away. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. The insulin pump was replaced and returned for analysis.